Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic on (B)(6)2018 with 3-4 days of fatigue, weakness and melena and was admitted to the hospital for suspected gastrointestinal bleeding. The patient¿s original hemoglobin (hgb) in the clinic was 7.5 g/dl and inr 1.6. On (B)(6) 2018, the patient¿s warfarin and aspirin were held. An esophagogastroduodenoscopy (egd) and colonoscopy performed on (B)(6) 2018 did not identify a source of bleeding. During hospital admission, the patient received two packed red blood cell (prbc) transfusions. The patient¿s hemoglobin remained stable and they were discharged on (B)(6)2018. As of (B)(6) 2018, the patient was at home and doing well. The patient's inr goal was 1.5-2.0 with no aspirin therapy. The customer was monitoring labs weekly. No additional information was provided.

Manufacturer narrative:
Analysis of the system controller log file confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported gastrointestinal (gi) bleeding and the left ventricular assist system (lvas) could not conclusively be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.